Event description:
It was reported through the stryker facebook page, "the pain was bearable but the doctor said I was bone on bone and needed a replacement. On top of that I now have permanent nerve damage which is annoying and was never told at any time that was a possibility of surgery. I honestly do not think I will ever have another knee surgery, 8 years is a long time and don't think I can do it all over." Additional comment through the stryker facebook page, "so sorry. I totally relate and it really makes me mad, I honestly wish I had left it alone, at least before the surgery I was able to do things, now I am limited. I wish you well in the future." Additional comment through the stryker facebook page, "so sorry. I have lots of problems too."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned.